Event description:
It was reported that the patient experienced an infusion set adhesive failure where the tape lost adhesion and detached shortly after insertion on (B)(6) 2026.

Manufacturer narrative:
Name: medtronic minimed. Entity ID:(B)(4). Street 18000 devonshire street. City: northridge. State: ca. Zip code 91325. Zip four: 1219. E1: patient city:(B)(6). Patient country: poland. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.